Event description:
At about 6 months after the primary, the patient came in reporting pain and stiffness in the knee and the cause of the stiffness is unknown. The surgeon revised all components to competitor components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 january 2023. Lot 2001241: (B)(4) items manufactured and released on 10-july-2020. Expiration date: 2025-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implants: batch review performed on 25 january 2023 on gmk-hinge 02.09.2704r gmk-hinge femoral component size 4 r - tinbn coated (k210010) lot. 2001236 lot 2001236: (B)(4) items manufactured and released on 28-july-2020. Expiration date: 2025-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 25 january 2023 on gmk-hinge 02.09.0317h fixed tibial insert size 3/17mm (k130299) lot. 181582 lot 181582: (B)(4) items manufactured and released on 25-may-2018. Expiration date: 2023-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.